Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product held in quarantine by customer.

Event description:
The mhra adverse incident report reported that the wire cutter for flexi nails broke while attempting to cut and wire and that fragments of metal fell into the wound. The wound washed out immediately and the instrument was checked to ensure all the fragments of metal had been removed. A x-ray of the patient was also undertaken and there were no missing pieces.

Manufacturer narrative:
The evaluation revealed the broken sleeve to be the primary product; the returned sleeve matched the report and the reported damage was confirmed. Review of the manufacturing records revealed no discrepancies. The sleeve returned was documented as faultless prior to distribution. During investigation no visual, dimensional, material or manufacturing related issues were found. The hardness of the device was found according to specified parameters. The cutter t2 kids large is composed of four sub-components: wrench, handle, nut and sleeve. The sleeve was found broken into several fragments. The breakage surfaces have been evaluated with a stereo-microscope. The breakage surfaces shows the typically structure of a forced torsional fracture to a spontaneous overload. The surgical technique advises amongst others: ¿¿cut the nail by moving the handles smoothly towards each other¿¿ a fracture like this could only have happened by applying undue force on the handles which is classified as unintended use. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather user related due to non-intended use (user related forced fracture). Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The mhra adverse incident report reported that the wire cutter for flexi nails broke while attempting to cut and wire and that fragments of metal fell into the wound. The wound washed out immediately and the instrument was checked to ensure all the fragments of metal had been removed. A x-ray of the patient was also undertaken and there were no missing pieces.